Manufacturer narrative:
Event description: as we were informed by the distributor, the ratchet of the retractor broke during routine retraction of soft tissue. The incident occurred in 2007. We were not able to obtain any info, whether there was any kind of pt injury implicated with this event. This incident occurred at the hosp in another country. The instrument in question was thoroughly checked by assitant to the safety officer as well as ceo: from the lot # 6a we can learn that the instrument was manufactured in the first half-year of 2006. During this period 200 pcs of these instruments have been delivered to the distributor. Since december 2003, when we started delivery of this article to the distributor, we have delivered a large quantity to the distributor, and have not rec'd a complaint of any nature relating to this type of article. The production documents prove that the instrument was manufactured in accordance with the given production specs. Inspecting the instrument visually, we noticed the ratchet to be broken. The appearance of fracture of the ratchet pin (rough and uneven) as well as welding seam around the ratchet, show no discrepancies (please see below picture). In order to be able to determine the possible cause for the breakage we would have to investigate the ratchet part that is broken off. If available, please let us have this part for evaluation purposes. Conclusion: no conclusion can be drawn as to the exact cause for the broken ratchet. Since this eval indicates no defect of material, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken on our part. This incident is classified as being not security relevant as per guideline of the european union, and is also not subject to be reported since we had no info that pt injury was implicated.